Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the endotracheal tube's cuff was not holding pressure during use and caused persistent air leak. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the respiratory therapist noted that the endotracheal tube's cuff was not holding pressure during use and caused persistent air leak. The physician decided to exchange the tube over a bougie but was not successful, and resulted for the patient to be bagged. The physician attempted to re-intubate the patient with a size 7.5 tube with a video glideslope, but was still not successful. The patient required hyperextension of the neck and cricoid pressure as the patient became more difficult to intubate due to laryngeal edema. The patient had a new tube placed and was successfully holding pressure.

Manufacturer narrative:
Concomitant products: 18875, 18875 7.5mm taperguard evac trachealx10 (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.